Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control replaced the system pcb assembly and completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio-control further examined the removed system pcb assembly and upon visual examination observed physical damage to one of the pins in the squarepin dual row 30 pin connector (w03). The pin was pushed in. Physio-control has determined that it is likely that the pushed in pin affected the 12v connection from the therapy pcb to the system pcb. This could affect the power source to the system pcb and cause the device to be unable to complete the boot-up cycle. Additional mfg narrative, of the initial medwatch report should have indicated: (B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control replaced the system pcb assembly, which includes a squarepin dual row 30 pin connector, and then completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio-control further evaluation the removed system pcb assembly and squarepin dual row 30 pin connector; however, further root cause could not be determined. Additional information for supplemental medwatch report: physio-control downloaded the electronic records from the device for review where it was determined that the actual date of the event was (B)(6) 2018. As a result, date of event, has been updated accordingly.

Event description:
The customer contacted physio-control to report that their device would not complete the boot-up cycle. The customer advised that the device will attempt to power on, but become stuck on the start-up screen. As a result, therapy would not be possible if it were necessary. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control replaced the system pcb assembly and completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio-control further examined the removed system pcb assembly and upon visual examination observed physical damage to one of the pins in the squarepin dual row 30 pin connector (w03). The pin was pushed in. Physio-control has determined that it is likely that the pushed in pin affected the 12v connection from the therapy pcb to the system pcb. This could affect the power source to the system pcb and cause the device to be unable to complete the boot-up cycle.

Event description:
The customer contacted physio-control to report that their device would not complete the boot-up cycle. The customer advised that the device will attempt to power on, but become stuck on the start-up screen. As a result, therapy would not be possible if it were necessary. There were no reports of patient use associated with the reported event.